Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the lead. The physician elected to no longer use the lead and replace it. No patient symptoms were reported.